Event description:
Patient was watching tv while using the device which is an oxygen concentrator. He stated that concentrator caught on fire when he laid down his remote control. User stated there was a white light and static electricity prior to the fire. He stated he was not smoking. User says there is no to little damage to the equipment. The event occurred on 1st day equipment arrived. Patient had second degree burns and mustache was missing. The equipment is boxed for return without the cannula and tubing which has been discarded. Patient is a smoker whose medical history shows 3 cigarettes per day and previously 1 pack per day use. Emergency team report noted suspicion of smoking prior to the incident. Based on the explanation of the event, the statement there was little damage to the device, and the very specific type of facial injury (burns and mustache was missing), there is the highest probability ignition started at the patient's nose/mouth. It is unlikely that static electricity is the root cause of ignition in an oxygen user related event.

Event description:
We were notified by a home oxygen provider of an adverse event involving a drive devilbiss healthcare 1025ds oxygen concentrator, which occurred on the first day the patient was delivered and started using the device following discharge from the hospital. The oxygen provider noted the patient has a long smoking history of 1 ppd, as well as daily alcohol use. The oxygen provided stated they were notified by the patient following the event. The patient called stating, "the tubing hooked up to the oxygen concentrator caught fire and burned his faced and he would like to have it picked up." The patient denied smoking while on oxygen and claimed, "there was a white light and static electricity prior to the fire." According to ems transport and medical records obtained by the oxygen provider, the patient was transported by ems to the hospital and diagnosed with second degree burns around his nose and mouth, with the probable root cause of smoking while using oxygen. The oxygen provider retrieved the concentrator from the patient's home and states there is no evidence of damage to the unit. They were unable to retrieve or examine the nasal cannula and tubing; the patient claims they were discarded. The oxygen concentrator is being returned to drive devilbiss for full evaluation/analysis. Based on the information presented to date, including the specific facial injury (burns, mustache missing) and no other injury or damage to property, the evidence indicates ignition started at the patient's nose/mouth. While theoretically possible static electricity can be a cause of ignition, the probability is extremely low. As noted in the medical records, based on the patient history, the most likely cause of the event was smoking or lighting a cigarette while using oxygen.